Event description:
While obtaining labs from tlc, saf-t holder device broke off in to safe site valve. Broken piece allowed rubber stopper to be retracted and caused free flow of blood from tlc. Line clamped and safe site changed. Saf-t holder, lot# 2736797.